Manufacturer narrative:
The hill-rom service technician evaluated the bed and found no malfunctions. Per the hill-rom user manual, warning: mechanical parts under the bed pose a risk of serious injury. Exercise control over visitors, especially children, to keep people out from under the bed and prevent unauthorized access to the bed positioning controls. Failure to do so could cause patient injury, personal injury, or equipment damage. The patient expired as a result of the obstruction of the airway. There was no evidence of a malfunction and the device performed as intended.

Event description:
Hill-rom received a report from the account stating the patients husband was in the room with a cna and he placed the bed into trendelenburg in order to slide the patient up further in the bed. This caused her airway to be constricted and the husband did not know how to level the bed. The cna deflated the mattress to help alleviate the the patients airway constriction. The patient had CPR performed but passed away. The bed was located in the ICU at the account. This report was filed in our complaint handling system as complaint (B)(4).